Event description:
It was reported that the patient had a urinary tract infection. The patient symptoms were noted as urinary incontinence and intervention was noted as levaquin 250 qd. For 7 days. The patient outcome was reported as resolved without sequelae.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3093-28 lot# v671773, implanted: 2011 (B)(6), product type lead. (B)(6).